Event description:
Procedure: radiofrequency ablation. Reportedly, the impedance test failed and the device could not be activated at all. Another generator was used to complete the procedure. There was no patient impact or injury reported.